Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed "high" on the continuous glucose monitor. Cause was not known. Customer addressed elevated bg by changing pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.